Event description:
Patient's legal counsel provided medical records that indicate the patient underwent right total hip arthroplasty on (B)(6) 2007. Patient medical records further indicate that patient underwent a revision procedure on (B)(6) 2014 due to metallosis and loose/migrated acetabular cup. Revision operative report noted the presence of metallosis debris, cloudy fluid and white cottage cheese debris. The acetabular cup and modular head were replaced and a polyethylene acetabular liner was implanted during the revision procedure.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02475 & 02476).